Event description:
Respiratory therapist (rt) reports resuscitation bag with peep valve was unable to maintain peep despite appropriate peep setting on the peep valve. Rt obtained another peep valve to ensure it was the resuscitation device and not the peep valve. The resuscitation bag would not hold peep with any peep valve.